Event description:
Discordant, falsely elevated sodium (na) and potassium (k) results were obtained on one patient sample on a dimension exl 200 instrument. The discordant results were reported to the physician(s), who questioned them. For k, the sample was repeated once from the original tube and twice from a sample cup on the same instrument, resulting without change. A new sample was obtained and tested on the same instrument, resulting lower na and k. It is unknown if the corrected results were reported to the physician(s).there are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and k results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). A siemens headquarter support center (hsc) specialist evaluated the instrument data and did not find an instrument malfunction. It was discovered that the customer was re-spinning gel tubes which is outside of the tube manufacturer specifications. Tsc made recommendations to the customer not to re-spin gel tubes. The cause of the discordant, falsely elevated na and k results is unknown. The cause of the sample being re-spun is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.